Event description:
On 24 april 1992, tissue processor malfunctioned, not dehydrating tissues resulting in several unreadable slides. Five diagnosis rendered with recommendations to repeat examinations. Two diagnosis on dermatological punch biopies could not be rendered, and biopsies could not be redone. There was a question as to overloading of tissue processor vs malfunction. Definite cause could not be found through medical maintenance and manufacturer checks. Policy was established to split tissue load. No further problems at present.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.